Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide cath: hyperion. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric and heavily calcified proximal left circumflex artery. After pre-dilatation, an attempt was made to advance a 3.5 x 28 mm xience alpine; however, it could not cross the lesion due to the anatomy. Therefore, the device was removed from the anatomy but as it was being removed, the stent became caught with the tip of a non-abbott guiding catheter, which caused the stent strut to become flared. The device was then removed independently and replaced with another 3.5 x 28 mm xience alpine stent that advanced through an unspecified guideliner to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.